Event description:
It was reported that a cam02 camino advanced monitor was not sounding the alarm properly.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.